Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 configuration setting disables the generation and delivery of ECG alarms to piic ix information center. No adverse event involving patient or user was reported.